Event description:
Procedure: removal of bodyform plate. Implantation date: 2001. Explantation date: 2002. Reportedly, one screw backed out of the plate and is allegedly in the pt's adbomen. The remaining screws have backed out but remain in the plate. The plate is approx. 1" away from the vertebral body.